Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had constrained liner placed originally on (B)(6) 2015 and patient went to another hospital complaining of dislocation, hip was "put back in" but when she dislocated again and came back to see dr. (B)(6) it was discovered that the locking ring had disassociated from the liner . She was taken to or to have a new liner and head implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.